Event description:
It was reported that the mis call received on 12feb2024, arctic sun device received alarm 64 (non-recoverable system error - unable to enable pump power control processor). They had already tried turning device off and on and alarm persists. Advised the device would need to go to biomed. Updated on 13feb2024 that the evaluation unit was loaned by this hospital to a hospital across town. As the cm confirmed this malfunction of the device was not present at the time they unpacked and installed the evaluation unit, it could be possible that this alarm was the result of the device being transported on non-approved packaging. It was updated by rcc on 08mar2024, that it has been approved replacing this evaluation device and was covering associated costs for shipment and repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty processor card. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.